Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The investigation was completed on 31-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip of the catheter was observed bent without exposed wires. Also, no sharp rough edges were observed on the device. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. The product analysis was performed as appropriate in order to find the root cause of the complaint. A visual inspection and functional test of the returned device were performed following bwi procedures. Visual inspection was performed, and the catheter tip was observed bent with internal parts exposed, then, a hole was observed at the pebax section. Also, no sharp rough edges were observed on the device. The bent condition could have been related to subsequent handling of the device, but cannot be concluded. The pebax damaged could have been caused by post-operative handling or the subsequent handling of the device to have it decontaminated as this damage is not covered in the reported event description. The customer issue reported by the customer was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿bent tip¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole with the internal parts exposed on the pebax section¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole with the internal parts exposed on the pebax section. Initially a tip bent issue occurred. Before the procedure, the tip or splines of the catheter was found bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in the patient. Additional information was received. The catheter was not bent from the box. The bent did not result in any lifted or sharp rings. The big head is not used and after opening it, it is found that the head end of the electrode part was bent and cannot be used. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 31-jul-2023, the catheter tip was observed bent with internal parts exposed, then, a hole was observed at the pebax section. The hole with the internal parts exposed on the pebax section was assessed as MDR reportable. The awareness date for this reportable lab finding was 31-jul-2023.